Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an episode of eight shocks where seven of them did not appropriately convert the rhythm. It was observed that the shock impedances were high within range for the right ventricular (rv) lead and that this patient exhibited a cardiac arrest. Subsequently, this patient was brought in for defibrillation threshold (dft) tests that were not successful. Malposition of the lead was suspected, and this lead was ultimately explanted and replaced with a lead in more apical location. No additional adverse patient effects were reported.